Event description:
The user facility reported via medwatch mw5149350 that, "while in operating room, before incision was made, the steris bed dropped and went into extreme trendelenburg causing the patient to slide down and almost fall from the bed. The patient was caught by the first assist with no harm to the patient. New operating room bed was brought in and the patient switched to new bed for remained of case." No report of injury.

Manufacturer narrative:
The user facility's biomedical technician contacted a steris service technician to have the 5085 surgical table subject of the reported event inspected. The steris service technician arrived onsite and was informed that during the time of the reported event the table went into "extreme" trendelenburg without being commanded to do so. The steris technician inspected the 5085 surgical table and found no issues with the function or operation. During the technician's inspection he applied weight by having another service technician lay on the subject 5085 surgical table and no issues were noted. The technician was unable to duplicate the reported event. As no issues were noted with the function or operation of the 5085 surgical table, the reported event may be attributed to user facility personnel inadvertently pressing a button on the hand control subsequently causing the reported event to occur. The steris service technician counseled user facility personnel on the proper use and operation of the 5085 surgical table and to specifically be aware of hand control commands. The steris service technician discussed his inspection results with user facility personnel and returned the 5085 surgical table to service. No additional issues have been reported.